Event description:
Surgeon reported event as: band leaking, cracked tubing. Location indicated as the band tubing.

Manufacturer narrative:
Taper ii. Medwatch sent FDA on: 16 dec 08. The reporter of the complaint was asked to return the product for analysis. The access port was not returned with the lap-band system to allergan. Based upon the model number provided by the reporter the connector type is assumed to be a taper ii. Allergan has received the product however the analysis has not been completed at this time. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." "Caution: failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage." "Care must be taken during band adjustment to avoid puncturing the tubing which connects the access port and band, as this will cause leakage and deflation of the inflatable section."